Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the packaging of the absorbable envelope was damaged during shipment, and it appeared the sterility of the product was compromised. The absorbable envelope was not used. There was no patient involvement.